Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 6.0/12 mm rx herculink elite stent delivery system, after removal of the stylet and protective sheath at the same time, the stent implant had dislodged from the balloon. The device could not be used on the patient. There was no resistance felt during removal of the stylet and the sheath. A new same sized rx herculink was used successfully for the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. It is likely that the protective sheath was inadvertently grasped too tight during removal causing the stent to dislodge from the balloon. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the stent dislodgment was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.